Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 200 mg/dl. During trouble shooting with tandem technical support (cts), it was found that the customer was reusing cartridges and insulin. Cts educated customer on cartridge/insulin labeling. During trouble shooting with cts is was also discovered the customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, customer was able to change supplies and resume insulin delivery.